Manufacturer narrative:
Correction: after further review the file is revised to non-reportable malfunction.

Event description:
It was reported that the "pump 'door open' alarm continued to alarm even with tubing door closed. Pump in service without htm inspection." There was no patient harm. Although requested, further information was not provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided. Although requested, further information was not provided.

Event description:
It was reported that the "pump 'door open' alarm continued to alarm even with tubing door closed. Pump in service without (B)(6) inspection." There was no patient harm. Although requested, further information was not provided.